Manufacturer narrative:
A dräger service engineer has checked the device onsite and noticed that the telescope slides on which the drawer is mounted and moving looked like having been pulled out at an earlier occasion with too much force which resulted in the bending of the limit stops. The drawer itself had been discarded already and could not be inspected. It is concluded that the uncontrolled movement was only possible due to a pre-damage which must be attributed to use error. Post market surveillance data reasonably suggests that the design is adequate for the typical use conditions. The fse ordered replacement for the missing/damaged parts and will install these after receipt. The workstation was returned to use in the meantime since basic safety and essential performance are not compromized by a missing drawer.

Event description:
The top drawer of the unit fell out as it was opened and fell on the doctor's foot. Injury wasn't reported. The device has no UDI as an UDI was not required at the time the device was manufactured.